Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen failure. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a touchscreen failure. There was deviation when the customer was pressing on the touchscreen. Per good faith effort (gfe) response, the remote service engineer (rse) guided the customer through a touchscreen calibration and it was confirmed the reported issue was resolved. The customer completed a touchscreen calibration to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).